Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had no relief, felt like they had to go to the bathroom, wet themselves, and was leaking since implant on (B)(6) 2015. The patient experienced a loss or change of therapy. The patient had a fall on (B)(6) 2015 that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient was still leaking and going to the bathroom and it was sore.

Event description:
Additional information received as patient reported that steps were taken to resolve the problem of feeling going to the bathroom and leaking but patient were still having leaking problem.